Event description:
It was reported to philips that there was a video card error with the host pc and it did not bootup completely. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up completely. Upon troubleshooting, fse found that the host pc failing because of video card failures. To resolve the issue, fse removed the old hard drive from the defective host pc, and uninstalled host pc. And than fse installed a new host pc and hard drives. Obtained and installed a new license file. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the host pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.